Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were noted.

Event description:
It was reported the patient presented for an implant procedure. During operation, the atrial lead was failing to capture and failing to sense. The physician replaced the lead. The patient was discharged from the hospital with no adverse consequences.